Event description:
It was reported that the pt's stimulator was turning on and off at the same time every morning. It was suspected that a power on reset had occurred. The pt went in for reprogramming and near the end of the session, all programming parameters were wiped out and the pt could not feel any stimulation. The device was unresponsive to the pt programmer, the physician programmer, and the recharger. Two days later, successful programming was obtained and the pt was feeling stimulation. No further complications were reported.